Event description:
It was reported that the remote transmission showed fast ventricular tachycardia (fvt) episode resulting from double counting. It was noted the episodes is due to very large signal contributing to the double counting. The implantable loop recorder (ilr) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).